Event description:
A female pt with history of pad reportedly underwent a peripheral intervention in or around 2007, in which an antegrade stick was used to access the cfa. The initial cath procedure was reportedly performed without complication. The physician proceeded to attempt closure with the mynx device without visualization, which is commonly used when deploying the device on antegrade sticks. As the device was being put into position for deployment, the pt complained of pain. In spite of that, the physician assumed the position to be correct and the mynx sealant was subsequently deployed. Hemostasis was not immediately achieved, and the pt was converted to manual compression, in which hemostasis was achieved after approx 10 minutes. Later that evening, the pt complained of leg pain. Doppler ultrasound showed a flow disturbance in the distal sfa consistent with a probable embolic event. The next day, the pt was referred for vascular surgery in which an embolectomy was performed to excise material from the sfa. The pathology report documented acute thrombus with synthetic material. The pt reportedly tolerated the procedure well without complication. No further follow-up information has been provided.

Manufacturer narrative:
The device was not returned for evaluation, and no lot number was provided to perform lot history review. Based on the information provided, the most likely cause was incorrect position of the balloon in a case where antegrade approach was used for the catheterization, without proper visualization. Antegrade placements are associated with more shallow angles, as well as a gradually narrowing vascular bed, thus, it is recommended that fluoro visualization be utilized while deploying a closure device. The pain associated with balloon pullback may have been an indication of improper positioning within the highly innervated artery. Hence, it is possible that during deployment, intravascular release of sealant and/or atheroma, and subsequent embolization could have occurred. There is no evidence to suggest that the mynx device did not meet specifications or perform as intended per IFU, but instead that the positioning was suboptimal. The safety and effectiveness of the mynx vascular closure device in antegrade sticks have not been studied in a clinical trial.